Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: investigators were unable to duplicate the original complaint; the pump was returned with all of the keypad buttons responding properly. There was no physical damage on the keypad. Upon removal of the keypad, no contamination or physical damage was found. However, the pump was opened up and moisture was found on the keypad flex and the flex connector.